Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead exhibited high capture threshold and had no capture at an elevated capture threshold. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.